Event description:
During periodic maintenance, the manufacturer¿s international service technician encountered the connector pin of the lithium-ion battery was faulty. There was no patient involvement.